Manufacturer narrative:
The anchorfast device was not saved; therefore, a device evaluation could not take place. A complaint history trend analysis was conducted for similar complaints and no adverse trends were observed for et tube clamp sliding off the end of the track. Although the specific lot number for this reported event was not known, a device history records (DHR) review was conducted on two possible lot numbers and the records were found to be complete and accurate. Hollister will continue to monitor this reported issue. Since the exact lot number was not known, only the di portion of the UDI is known.

Event description:
It was reported that an orally intubated patient sat up in bed independently. It was further reported that this caused a certain amount of tension on the endotracheal tube and consequently also on the anchorfast device. In addition, it was reported that the clamp could not be locked properly in place after being moved several times and that during the time the tension was applied, the anchorfast clamp detached from the end of the anchorfast track and the et tube was no longer fixed to the patient. It was reported that the et tube slipped out of position and needed to be repositioned. It was additionally reported that there was no adverse effect to the patient.